Event description:
Per the report received from germany, edwards received notification of pascal procedure in tricuspid position. Between one to three years post-procedure, the second pascal implanted had a partial loss of capture leading to recurrence of torrential regurgitation and a re-intervention was performed. During the index procedure, two pascal were implanted in anterior-septal commissure. The tricuspid regurgitation (tr) was successfully reduced to mild. Between one to three years post-procedure, the second pascal implanted had a partial loss of capture, but the leaflet was still grasped. This lead to recurrence of torrential regurgitation. A re-intervention was performed and one pascal device was implanted posterior-septal(p/s) position. The initial tr was torrential, and it was reduced to severe after procedure. Patient's final outcome is stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
Information updated/added to sections b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant damages leaflets over time was confirmed empirically from information received. Available information is insufficient to determine what may have contributed to this adverse event. Since no edwards defect was identified, corrective or preventive actions are not required.